Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal documentation-the patient was revised to non exactech devices. Revision operative report of (B)(6) 2023-postoperative diagnosis: left total knee arthroplasty with polyethylene failure and resultant osteolysis. Revised both components, with associated synovectomy. Indications- patient presented with pain and effusions. X-ray and CT scan revealed some osteolysis. Esr and crp were negative for infection. Revision for osteolysis from polyethylene failure. Procedure: large effusion with hypertrophic synovium. No metallosis, no purulence within the joint. The polyethylene showed completed destruction of the posterior lip and pitting and delamination throughout the prosthetic. Tibial tray and femoral components were removed with all associated cement. The patella polyethylene was inspected, it appeared preserved, so it was left in situ. New devices were trialed and then implanted. The patient was awakened, taken to the recovery room in stable condition, no complications throughout case. No other information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.

Event description:
As reported via legal documentation, this patient had an initial knee arthroplasty was performed on (B)(6) 2019. As a result of the premature polyethylene failure, they underwent a revision total knee arthroplasty on (B)(6) 2023, approximately 3 years 8 months after their initial surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: serial #: (B)(4), category #: 02-010-03-0225 - logic cr femoral cem, left sz 2.5, serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), category #: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t.